Manufacturer narrative:
Batch review performed on 13 november 2020: lot 1900250: (B)(4) items manufactured and released on 18-mar-2019. Expiration date: 2024-03-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Two months after primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the competitor stem and head with competitor products, and revised the versafitcup dm liner hc 56/28 with a versafitcup dm liner hc 56/28. The surgery was completed successfully.